Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .094 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover; however, the likely cause of bending is overloading at the tip. Failure analysis concluded the damage may be due to mishandling / misuse. An additional finding was various scratches on the distal end of the main tube showing light material removal. The scratches were .086 - .126 in length and not axially aligned with the tube. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the tip was bent on the fenestrated bipolar forceps instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.